Manufacturer narrative:
B3. Date of earliest publication is used for reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Fu, y., fan, f., li, j., & guan, s. (2023). Willis covered stent in the treatment of a recurrent blood blister-like aneurysm after pipeline implementation: a case report. Journal of interventional medicine, 6(2), 96¿98. Https://doi.org/10.1016/j.jimed.2023.03.002. Medtronic review of the literature article found that a 56-year-old male patient presented with headache for 2 days and transient loss of consciousness for 1 day. Computed tomography (CT) revealed subarachnoid hemorrhage (sah). Digital subtraction angiography (dsa) revealed a small aneurysm in the supraclinoidal segment of the left internal carotid artery (ica) which appeared to have blood blister-like morphology. Pipeline assisted coil embolization of the aneurysm was performed for treatment of the aneurysm. Post-operatively, the patient received dual antiplatelet treatment (dapt) of clopidogrel and aspirin. Post-operative sedation and analgesia were continued and blood pressure was strictly controlled. Cerebrospinal fluid replacement was performed to remove the index hemorrhage. Seven days after the initial embolization procedure, dsa revealed recurrence of the aneurysm with enlargement of the sac so retreatment was planned with a willis covered stent (wcs). In the retreatment procedure, a navien catheter was positioned in the left ica m1 segment through the previously placed pipeline. The wcs was navigated into position with the guidewire and the navien was withdrawn to the proximal end of the pipeline. Balloon angioplasty was performed to open the wcs. Dsa showed immediately aneurysm occlusion and patency of the parent artery. Post-operative CT showed no new intracranial hemorrhage. Angiography showed good adherence of the stent. Dsa and cta during follow-up confirmed aneurysm occlusion and no recurrence or stenosis. Patient had satisfactory outcome with mrs score 0 at 4 months post-operative.